Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.5 for mechanical circulatory support. It was reported that during explant, the physician experienced resistance removing the pump and the impella snapped away from the catheter. The physician was able to retrieve the pump through the graph with hemostats. It was reported that the patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the cannula/pigtail detachment has been completed. The pump was not returned for investigation. According to the provided clinical information, the pump cannula was detached during the removal of the pump, and the doctor applied excessive force during the removal. No image of the damaged pump was provided. The cause of the issue product damage (detached inflow/outflow - peripheral vessel) was not determined since the product was not returned and sufficient clinical information was not provided.